Event description:
Baxter reports that when the clamp is closed, liquid still flows out of the transfer set in a slow drip. The exact date of occurrence is unknown, only that it happened in december. The transfer set had been in place since october of 2005. No patient injury or medical intervention is associated with this complaint.